Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the g5 mobile application gave an error message. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the g5 mobile application giving an error message could not be determined. A root cause could not be determined.